Event description:
Boston scientific received info that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) noted that the pocket was swollen. Cultures were taken and it was confirmed that the pocket was infected. The s-ICD was removed and the pt was in a lifevest while the pocket healed. The s-ICD was then re-implanted a few months later. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will e updated should further info be provided.